Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it ejected the remaining clip. Finally, it locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the nail can't complete shaping.

Manufacturer narrative:
(B)(4).